Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site where the reported problem couldn't be duplicated. The nozzle units from the air- and o2- gas module were replaced as a precaution measures and returned for investigation. Robustness testing of the received nozzle units found a deviation. Evaluation of the received device logs shows matching events with alarms for low o2 concentration. Between april 13, at 09:28 and april 15, at 09:35, several alarms for low o2 concentration were generated. A pre-use check was confirmed to be successful prior and after to this ventilation period. No alarms for high o2 concentration was found in received device logs. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. Our conclusion into this case is that the nozzle unit mounted in the air gas module at the event was causing the oxygen concentration to be lower than expected.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4). H3 other text: device not returned.

Event description:
It was reported that during patient treatment, the ventilator generated alarms for high o2 concentration. There was no patient harm. (B)(4).